Event description:
Patient reported nipple discharge without treatment. This record is for the right side.the device was explanted.

Manufacturer narrative:
The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: nipple discharge. Information contained in this report was previously submitted through asr on 10/23/2014.